Manufacturer narrative:
(B)(4). The reported patient effects of occlusion and ventricular tachycardia, as listed in the promus everolimus eluting coronary stent system electronic instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported the promus stent was implanted in a saphenous vein graft. It should be noted the IFU states: the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it does not appear that the violation of the IFU caused or contributed to the reported patient effects.

Event description:
Subsequent to the previously filed medwatch: the patient begain experiencing rapid heart beat on (B)(6) 2014 and underwent catheterization on (B)(6) 2014.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had undergone a percutaneous coronary intervention on (B)(6) 2012 during which one promus stent was deployed in a saphenous vein graft. The patient was experiencing a rapid heart beat on (B)(6) 2014 and was taken emergently to the hospital and was rehospitalized. Catheterization was performed and the promus stent was found to be occluded. The symptoms were not treated as the patient had additional unknown stents that were occluded also. The patient was sent home on her current medication; however, is currently being treated by her physician medically. No additional information was provided.